Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Difficulty in effectively deploying bands can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Difficulty in effectively deploying bands can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." Difficulty in bands deploying from the trigger cord on the banding site can occur if there is a slack in the trigger cord. The instructions for use advise the user during system preparation: ¿with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." A precaution in the instructions for use states: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." System preparation in the instructions for use states: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." The user stated, ¿when treating first varix, first and second band deployed to same varix.¿ this is an indication of premature deployment of bands. Rapid rotation of the ligator handle can contribute to premature band deployment. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. The instructions for use directs the user to "maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment.¿ premature band deployment can also occur if the handle is placed in the firing position when removing the scope from esophagus. The instructions for use direct the user: "note: if band will not deploy, place handle in two-way position and loosen trigger cord slightly." The instructions for use then tell the user: "place handle in firing position and continue with procedure.¿ prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Difficulty in effectively deploying bands can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Difficulty in effectively deploying bands can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." Difficulty in bands deploying from the trigger cord on the banding site can occur if there is a slack in the trigger cord. The instructions for use advise the user during system preparation: ¿with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." A precaution in the instructions for use states: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." System preparation in the instructions for use states: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." The user stated, ¿when treating first varix, first and second band deployed to same varix.¿ this is an indication of premature deployment of bands. Rapid rotation of the ligator handle can contribute to premature band deployment. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. The instructions for use directs the user to "maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment.¿ premature band deployment can also occur if the handle is placed in the firing position when removing the scope from esophagus. The instructions for use direct the user: "note: if band will not deploy, place handle in two-way position and loosen trigger cord slightly." The instructions for use then tell the user: "place handle in firing position and continue with procedure.¿ prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. The first two ligation bands did not remove from release the string [trigger cord] and the device got stuck. The pull string [trigger cord] was then removed from the handle and endoscope was pulled away from the varix. After reattaching the pull string [trigger cord] and deploying another two ligation bands free in the esophagus [two additional bands were deployed in the esophagus], the string [trigger cord] was removed from the first ligation bands. The procedure was completed with another mbl-6 device. The following additional information was received (B)(6) 2017: when treating the first varix, the first and second band deployed to the same varix [premature deployment] and got stuck with trigger cord and the ligated varix did not release from the barrel. The trigger cord was then loosened from the handle and the endoscope was withdrawn from the varix. After reattaching the trigger cord and deploying another two ligation bands free in the esophagus, the trigger cord [was] released from [being] stuck [to the] ligation bands. The procedure was completed with another same type of device.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved determined that the trigger cord was broken. The product received was returned in an opened box. The two-way handle, trigger cord and barrel with one black band attached were included in the return of the device. The loading catheter, irrigation adapter and five bands were not included in the return. During our laboratory analysis, it was observed that the trigger cord was broken. The breakage was located on the legs of the string approximately 12 cm from the distal end of the trigger cord near the barrel of the device. The trigger cord was returned wound on the two-way handle in the firing position. The broken portion of the trigger cord was returned attached to the barrel with one black band. The single black band attached to the barrel was deployed and the band constricted as intended. A complete functional test could not be performed due to the condition of the returned device. A visual examination of the broken portion of the trigger cord showed that all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured within tolerance. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The subassembly device history record for the molded string was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. In the information provided, the user stated: "the first two ligation bands did not remove from release string and the device got stuck.¿ during our laboratory evaluation, it was also observed that the trigger cord of the returned device was broken. The instructions for use advise the user: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." Trigger cord breakage and difficulty in effectively deploying bands can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." In the information provided, the user indicated that the trigger cord was removed from the handle and then reattached when the scope was in the patient. The instructions for use advise the user during system preparation: "with endoscope tip straight, place trigger cord into slot on spool of handle and pull down until knot is seated in hole of slot. Knot must be seated into hole or handle will not function properly.¿ if the knot is not seated properly in the hole, this could also cause band deployment difficulty. Difficulty in bands deploying from the trigger cord on the banding site can occur if there is a slack in the trigger cord. The instructions for use advise the user during system preparation: ¿with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." The instructions for use states: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." The user stated, ¿when treating first varix, first and second band deployed to same varix.¿ this is an indication of premature deployment of bands. Rapid rotation of the ligator handle can contribute to premature band deployment. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. The instructions for use directs the user to "maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment.¿ premature band deployment can also occur if the handle is placed in the firing position when removing the scope from esophagus. The instructions for use direct the user: " if band will not deploy, place handle in two-way position and loosen trigger cord slightly." The instructions for use then tell the user: "place handle in firing position and continue with procedure.¿ prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.